Event description:
It was reported that the patient was having difficulty charging the ipg. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively and the explanted ipg will not be returned as per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.